Event description:
It was reported that the patient was being treated for a blocked fistula in the arm and the fox cross 7.0 x 40 mm balloon was used. The balloon was inflated to 20 atmospheres (atm), at which point, the balloon ruptured. The balloon ruptured circumferentially and the distal part of the balloon separated. The shaft of the balloon was able to be retracted from the patient anatomy, however the separated portion of the balloon remained in the patient. The patient was sent to surgery to remove the separated portion of the balloon. In addition, the fistula was also treated. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Above rated burst pressure. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and separation were able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified. It should be noted the warnings/precautions section of the foxcross percutaneous transluminal angioplasty catheter instructions for use (IFU) states: inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended. In this case, it is likely that the balloon material was damaged (scratched) during interactions with the lesion upon over inflation, such that the balloon ultimately ruptured as a result. Furthermore, as the ruptured balloon likely interacted with the lesion during retraction such that the balloon material separated. The noted IFU deviation likely contributed to the reported difficulties.